Manufacturer narrative:
Patient weight, ethnicity, race: unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm tmicl13.2 implantable collamer lens of --17.0/2.0/090 (sphere/cylinder/axis) was implanted into the patient's eye. The lens was explanted due to iritis/high iop.

Manufacturer narrative:
H3: device evaluation: lens was returned in liquid in a sepiment cup. Visual inspection found no visible damage to the lens. Claim#: (B)(4).